Manufacturer narrative:
A non-sterile trufill dcs received tangled and had several kinks along delivery tube and support coil. Introducer was not received. Coil was attached to the gripper and elongated from proximal end. Manufacturing records were reviewed and results indicate that product met quality requirements for product acceptance. No functional test could be done due to the received condition (damaged). Inspections are in place to prevent damaged units and coils before leaving the facility. There is not enough information available to make a conclusion regarding possible patient or procedural factors that may have contributed to the reported difficulty advancing the coils through the microcatheter. The cause of the kinked delivery tube and elongated coil could not be conclusively determined. However, the visible elongation of the coil was not reported by the account and the coils were received tangled together in a bag. Based on this, the condition of the returned coil likely occurred during handling and packaging of the products for return. The cause of the insertion/withdrawal difficulty could not be conclusively determined. This is the first of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2007-00008 and 1058196-2007-00009.

Event description:
Two orbit coils could not be advanced through the lumen of rapid transit. There was no report of patient injury. No further information was received with follow-up investigation. Further review of the analysis performed on the returned product determined that there was a reportable product malfunction that was not evident from the information provided by the customer. The coil was stretched.